Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. Additional information added to the following fields: h6. Corrected fields: h11 on initial (the reported e333 touch panel failure was not confirmed/reproduced). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined for the reported e333 touch panel failure as it was not duplicated during testing. In regards to the second reported event, it was further clarified that the nuts were mixed on the product body. It is likely, the inside of the chassis was nutted for some reason during manufacturing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an e333 touch panel failure error code. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had an error code e333 touch panel failure. The issue occurred during a therapeutic procedure. There was a five (5) minute delay, to confirm an error had occurred. According to the initial reporter, the procedure was completed using the subject device without any report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide an additional adverse event identified during the device evaluation. The device was returned to olympus for inspection, and an additional adverse event of "contamination of the nuts" on the subject device was identified.